Event description:
It was reported that pt complains of noise in knee since the surgery. With the noise, the pain has also been increasing. Pt is on pain killers, but this is not helping him. Pt would like to know where is this noise coming from as his surgeon is not answering this for him.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.